Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 214 mg/dl. As the customer had changed the cartridge and infusion set, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.